Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: multiple improper shutdown errors. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no issues were found with the pump, and it operated as intended. A review of the event history log identified ¿improper shutdown¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however the pump was found within specification. The associated battery module was returned with the pump and found to be failing. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.